Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an automated peritoneal dialysis patient passed away while performing therapy with an amia device. The patient was connected to the device at the time of death. The cause of death was not reported. It was not reported if the patient was hospitalized prior to death. It was not reported if an autopsy was performed. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. The amia device received returned instrument testing evaluation (rite) functional testing. The device was determined to meet functional performance specification requirements per rite testing. A short-simulated therapy was performed and was completed successfully without any delay or alarms. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue; however, the log recorded inadequate drain volume 30543 prior to treatment delay 30273 (active therapy paused too long) during drain cycle 3 of the last therapy performed. The cycler remote toolbox software was used to diagnose the device¿s pneumatic system. No leaks were detected; all pressures were correct and stable. Internal and external inspection was performed and no issues were noted. All connections appear correct and secure. The reported issue was not verified. The cause of the condition could not be determined. No device failure or malfunction was identified that could have caused or contributed to the reported event; therefore, the amia device is no longer considered suspect product in this event. Should additional relevant information become available, a supplemental report will be submitted.